Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On (B)(6) 2024, it was reported that the patient lost consciousness and the colleague called 911. The paramedics took a bg reading which was 30 mg/dl and the cgm reading was 90 to 120 mg/dl. They treated the patient with glucose (¿glucose pack¿). The patient regained consciousness when the paramedics arrived. The paramedics didn´t performed a gtt (glucose tolerance test) since she was doing better. At the time of the report the patient was feeling better. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.